Event description:
The patient reportedly experienced sound quality issues. Programming changes were made, and external equipment was exchanged. Troubleshooting revealed that the device is functioning. The issue was not resolved. Device recision surgery has been schedules.